Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that "device had been working at 2.5 and they walked through the metal detector at store "it just seemed to increase, and when they got home, it was still at 2.5 but it was uncomfortable so they went to 2.4 but if they do that then they would have leakage". Patient said this increase in stimulation occurred over this past weekend, and this started having leakage this past weekend as well. They reviewed airport/ security guidelines and that an increase in stim can occur as it did hear, although it seemed to linger for the patient and did not go away right away. Patient said that both of these things happened "this past weekend and then again this morning they did not have the control, so they had in the past, it left it at 2.4 so can they increase to 2.5"? It was reviewed that they should be able to increase to 2.5 again where they had symptom relief and that their brain should adjust to this feeling, and if it did not, to consult with doctor. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reported that she had been having leakage. She recently had a stool and bladder accident on vacation. She had to wear a pad when she walks. She was not able to fully empty bladder when she urinated, so she had to go back to the bathroom soon after. Patient stated the device was quite successful at first. She currently did not feel stim anymore. She had tried to increase stim multiple times but it was progressively getting worse. She started stim around 2.5 v and was now at 3.6 v. The change in symptom was considered gradual. Patient was advised to follow up with the healthcare provider (hcp).